Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2018 due to a oversensing. No further information available.

Event description:
New information received indicated that patient was asymptomatic when oversensing was noted and was in stable condition during and after the procedure.